Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records. After clinical review of the medical records, the cause of the 26mm s3 bioprosthetic valve being explanted approximately 3 years and 6 months after successful implantation, was due to late stage endocarditis which either could have been the result of a uti or the patient having a dental procedure which may have resulted in the bioprosthetic valve being seeded with bacteria. The thv was explanted successfully and the patient was well enough to be discharged on post-op day (pod 8) with IV antibiotic. As such the initial MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 valve thv 3 years and 6 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry, approximately 3 years and 6 months post implantation of a 26mm sapien 3 valve in the aortic, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.